Event description:
Patient was implanted with a nalu peripheral nerve trial system on (B)(6) 2023. During the trial the patient reported not getting pain relief to the targeted area. On (B)(6) 2023 a revision procedure was performed to place a new set of trial leads to better target the area of pain. It is unclear if the initial leads migrated or were incorrectly placed at the time of implant.

Manufacturer narrative:
Insufficient information is available to determine if the implanted leads were incorrectly placed during the initial procedure or if the leads migrated after being implanted. Patient successfully completed the trial with no further complications and is pending permanent implant at this time.